Manufacturer narrative:
Initial reporter postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "suspected implant rupture".

Event description:
Physician reported a left side "suspected implant rupture". The status of device is unknown.